Event description:
Reportedly, the instrument did not seal for the first three applications. However, it worked well for the rest of the case starting at the third or forth application. The surgeon had to clip the vessels that were cut without seal and there were no reported ill-effects to the pt.